Event description:
It was reported that the customer experienced high bg levels (400 mg/dl) for a week and used an insulin pen to correct bg levels. The customer also stated that he uses cold insulin and noted redness at infusion site due to possible allergic reaction to the benzoline he uses prior to infusion set insertion. After troubleshooting, it appears that the pump is functioning properly.

Manufacturer narrative:
The device has been returned for evaluation. Should new info become available a supplemental report will be submitted.